Event description:
Consumer described the occurrence of endocarditis in a pt who received poligrip (super poligrip free denture adhesive cream) for loose dentures. A physician or other health care professional has not verified this report. The consumer, a long time user of the super poligrip free, reportedly developed ulcers on their tongue that consumer later described as mouth sores, could not eat for six days and felt awful after using the new formula of super poligrip free. The consumer discontinued product use a few days after symptom onset. The consumer saw their doctor for mouth sores and was reportedly diagnosed with a candida infection. Consumer was treated with diflucan. The consumer reported told their doctor about their use of super poligrip free but that their doctor did not know much about the product or if it was related to their candida infection. Follow-up information was received from the consumer in 03/2004. The consumer, with a history of carotid disease, reported that consumer was previously scheduled for a carotid endarterectomy before their candida infection. They reported that while hospitalized for the procedure, in july 2003 consumer experienced a high fever that was found to be from endocarditis. Consumer reported that an infectious disease doctor, upon hearing their history of mouth sores, reportedly told them that their endocarditis from streptococcus veridans was from their mouth sores. Consumer reported that after discharge from the hospital, consumer continued to receive rocephin, intravenously, every day for six weeks. After that, consumer reported taking keflex by mouth.